Event description:
It was reported that the right atrial (ra) lead had dislodged. It was noted the lead's threshold had increased at the first incision check post procedure. A chest x-ray revealed that the lead had dislodged. The lead was revised and remains in use. No additional adverse patient effects were reported.